Manufacturer narrative:
D6b explant date was inadvertently omitted on the initial manufacturer device report number 1220648-2024-23432. G1 reporting contact email revised on manufacturer device report 1220648-2024-23432 in accordance with updated procedures.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, flow decreased in the impella 5.5 due to possible clot ingestion. No additional information was provided.